Event description:
It was reported by clinical staff at the hospital that: "incident occurred on (B)(6) 2024 in resuscitation department. We observed a puddle of blood next to the patient's bed. Blood coming from the arterial catheter connector. The screw (luer) was unscrewed but no disconnection of the catheter. The catheter was inserted on (B)(6) 2024. Consequences for the patient: blood loss. Catheter screwed again and left in situ in the patient.". The following additional information was reported by the clinical staff at the hospital: (I) the patient lost approximately 50mls of blood but there were no negative clinical consequences from the incident; (ii) a blood gas was done after the incident with a finding of a drop in hemoglobin of almost 2 points that clinical staff reported was probably because the patient had internal bleeding; (iii) the patient received a transfusion of red blood cells immediately afterwards; and (IV) the patient died 3 days later from multiorgan failure. Additional information has been requested from the hospital.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by clinical staff at the hospital that: "incident occurred on (B)(6) 2024 in resuscitation department. We observed a puddle of blood next to the patient's bed. Blood coming from the arterial catheter connector. The screw (luer) was unscrewed but no disconnection of the catheter. The catheter was inserted on 09 feb 24. Consequences for the patient: blood loss. Catheter screwed again and left in situ in the patient." The following additional information was reported by the clinical staff at the hospital: (I) the patient lost approximately 50mls of blood but there were no negative clinical consequences from the incident; (ii) a blood gas was done after the incident with a finding of a drop in hemoglobin of almost 2 points that clinical staff reported was probably because the patient had internal bleeding; (iii) the patient received a transfusion of red blood cells immediately afterwards; and (IV) the patient died 3 days later from multiorgan failure. Additional information has been requested from the hospital.

Manufacturer narrative:
(B)(4)